Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to cardiac arrest. The spouse called the vad clinic to report that the patient had "passed out." Emergency medical services was called and transported the patient to a local outside hospital emergency department. Cardiopulmonary resuscitation (CPR) was performed. It was confirmed that the patient was actively arresting upon arrival to the emergency department, and became asystolic. Expiration was pronounced on (B)(6) 2017 at the local emergency department. An autopsy was not performed. It was unknown if the lvad was alarming at the time of the event and if the device was operating as expected. Reportedly, no further information was available.

Manufacturer narrative:
A patient expired at the local hospital (emergency department). The cause of death was listed as cardiac arrest. The pump was not explanted; no lvas parts were returned. The patient had no previous pump-related issues during their left ventricular assist system (lvas) support period. A direct relationship between the event and the device was not established. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.